Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l78430, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative in regard to a patient receiving fentanyl 1 ,000 mcg/ml at 115.1 mcg/day, and 2,000 mcg/ml at 230.2 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, and lumbar radiculopathy. Per logs provided, the notes indicate on (B)(6) 2010 there was an unknown catheter length, it was assumed 10 cm was cut off. The logs provided also indicated a low reservoir alarm (lra) occurred on (B)(6) 2014 at 07:28. The low reservoir alarm volume was set to 2.0 ml. The refill interval was listed as 312 days. On (B)(6) 2015 the company representative heard the pump alarming in the office and patient reported hearing the alarm for "about a week", after the company representative pointed out the noise she was hearing was the pump alarm. A motor stall was seen at initial interrogation. The patient did not recently have a MRI (magnetic resonance imaging) performed. Per logs provided, a motor stall occurred on (B)(6) 2015 at 14:22 followed by a stopped pump period may exceed tube set message 48 hours later with no recovery recorded. The patient was asymptomatic and when they pulled the drug from the reservoir they were expecting 2.3 ml and got back 2.1 ml. The patient does take oral medications and telemetry state was not suspected as there was no report of a MRI. A pocket fill was not suspected by the healthcare provider (hcp). The pump may be replaced because it is estimated replacement indicator (eri) was in 13 months. Additional information received later reported the pump was read on (B)(6) 2015 and there was still no motor stall recovery recorded. The patient was feeling horrible on (B)(6) 2015, and the day prior the patient was feeling fine. An active audible alarm was silenced on (B)(6) 2015 with update. The actions/interventions taken to resolve the motor stall included reprogramming the pump. The cause of the motor stall was not determined. The healthcare provider reported that they will see if the motor stall resolved and that the patient needs a new pump.

Manufacturer narrative:
Analysis confirmed gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
A pump revision was done on 2015 (B)(6); the pump was explanted and replaced.